Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a connector tego¿ was found to have been occluded during patient use. It was reported damage to the silicone that covers it, and at the time of the event, hemodialysis was taking place, with the patient connected to an extracorporeal line. It was reported, that while in use with patients, care personnel should verify the permeability of the connector with a syringe. As a consequence the treatment had to be interrupted, the support staff checked the permeability of the lines, catheters, and connectors, and at this moment the damage in the connector was observed. The sample is available for evaluation. There was no patient harm reported.

Manufacturer narrative:
The device was received for evaluation. As received, there was excessive seal tearing found on the tego. The tego was accessed with a male luer and the fluid path was found to be occluded due to the seal collapse. The reported complaint of the damage to the silicone can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review and relevant commodities were reviewed; it was found that the wrong silicone was used. Corrective and preventative actions are in process.